Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the guidewire tip was shaped, and the ptfe coating was examined under magnification and there was evidence of scraping/pulling of the ptfe from the proximal end towards the distal end in several places between approximately 0.8cm to 48.7cm from the proximal end. The guidewire distal section and hydrophilic coating was examined along its length with wet fingers and no anomaly was noted. The nitinol tubing proximal bond was in place. The corewire distal end was observed through the distal tip dome. A functional test was not required as the reported event was confirmed based on the device analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Scraping was also evident which indicates the ptfe encountered an interaction with another device most likely from the introducer during loading the wire into the introducer. The as reported and as analyzed guidewire ptfe coating peeling be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during the procedure, the coating of the guidewire (subject device) came off when inserting into the introducer sheath. No clinical consequences were reported to the patient due to this event. No further information is available.

Event description:
It was reported that during the procedure, the coating of the guidewire (subject device) came off when inserting into the introducer sheath. No clinical consequences were reported to the patient due to this event. No further information is available.